Event description:
Synovitis [synovitis]. Joint effusion of right knee [joint effusion]. Case description: spontaneous case report was received on (B)(6) 2013 from a physician database extraction regarding a female patient, initials unknown, with osteoarthritis (kellgren-lawrence grade 4, no prior effusion). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The patient's medical history was significant for previous use of synvisc (hylan g f 20), twice (age at the time of first course was (B)(6)) and experienced mild synovitis (from (B)(6) 2001) and joint effusion with second course of synvisc which was treated with xylocaine (1 cc) and intra-articular celestone (betamethasone; 2 cc). On an unspecified date in 2003, the patient initiated treatment with first intra-articular synvisc injection of third course in right knee, dosage regimen not provided. The lot number of synvisc was not provided. On (B)(6) 2003, the patient received third injection of synvisc of third course. On (B)(6) 2003, the patient experienced synovitis. On an unspecified date in (B)(6) 2003, the patient had effusion of right knee and 45 cc of clear yellow fluid was aspirated. On unspecified dates in (B)(6) 2003, the patient received treatment with intra-articular betamethasone at a dose of 1.3cc (frequency not provided). On (B)(6) 2003, the event of synovitis resolved. The outcome for the event of joint effusion of right knee was not provided. Concomitant medications were not provided. The intensity for the event of synovitis was mild and for the event of joint effusion of right knee was moderate. The reporting physician assessed the relationship between synvisc and the event of synovitis as definitely related and did not provide relationship between synvisc and the event of joint effusion of right knee. Follow-up information was received on (B)(6) 2013 and the patient initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report.